Event description:
It was reported the patient developed a (B)(6) infection at both the lead and battery pocket sites. It was noted the patient¿s system was explanted on (B)(6) 2013. A supplemental MDR will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was further noted that the patient was not hospitalized for the event. It was further reported that the patient received perioperative antibiotics. The symptoms started the day prior to the explant. The incision wound had re opened. The area of infection was stated to be the lumbar region. The culture was positive for (B)(6). The patient received oral antibiotics but the outcome was unknown. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).